Event description:
My insulin pump suddenly developed a hairline crack of about 4 inches on the back side, where the insulin reservoir is housed. It was not dropped, no sudden impacts, etc. I was also unable to reach the technical support for the insulin pump for almost three weeks. While it is unknown if it is related, there were a couple days during this occurrence where my blood sugars were not dropping, and the auto-mode on the pump was not delivering correction boluses as programmed. I received, on (B)(6) 2025 (yes, 2025 not 2026), a medical device correction notice from medtronic stating my device needed a replacement battery cap (insulin pump). Part of the notice said one would be sent out - I never received. Several months later, I noticed I had this notice and requested a replacement via a form on their website (once logged in). Again, it was never received. I have since had cracking on the pump, separate issue, and reported to medwatch in a separate report. However, the fact that the required replacement was requested and never received is a major problem.